Event description:
Safety latch did not engage when open - the IV pump door. Resulted in giving levophed bolus. The patient coded. Took device out of service. Equipment sent to clinncal engineering, examined by phsyician, notified clinical nurse manager, notified risk manager, disclosed to family.